Manufacturer narrative:
The device was returned to lirc for investigation. The device was not returned to the manufacturer for investigation. Root cause is unknown at this time.

Event description:
It was reported that an explant procedure was performed since the rod was fully extended. During a review of investigation findings from the(B)(6), it was identified that the rod was unable to distract and there was evidence of corrosion/discoloration.